Manufacturer narrative:
This file will be considered closed unless additional information is received. The user facility returned the lma in question to the manufacturer for evaluation. The lma appeared in average condition, with a yellow airway tube and a lightly marked connector. The connector had broken between the flange and the airway section. The connector did not appear stress crazed and was free from obvious defects. Based on the device evaluation and the information provided by the user facility, the failure cannot be explained. It is possible that excessive force may have damaged the connector.

Event description:
The user facility has returned the lma to the manufacturer for evaluation.